Event description:
It was reported by the physician that the patient has an infection. It was also stated by the surgeon during the surgery that he noticed what he thought was a lead fracture, which he allegedly resolved without replacement. It is unknown what was meant by this statement. According to the company representative, it did not appear there was a full vns revision or any vns device replacement. It was reported there was just a cleaning and irrigation of the generator site. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Date of event; corrected data: this information was inadvertently incorrectly reported on the initial MFR. Report.

Event description:
It was later explained through the surgeon's operative notes that he was able to free up the lead and the generator, and upon removal, a fracture was found in the external insulation of the lead. It was also noted some gel had gotten inside the external tubing that surrounded the internal tubing of the lead. The lead was irrigated and disinfected and repaired using vp shunt tubing. After the lead was repaired, the lead was tested; however, no results were provided in the operative notes. After the lead was repaired and cleaned, the surgeon debrided the wound using ray-tec sponges, and he also removed dead material. The wound was irrigated and disinfected. After the wound cleaning, the vns was re-implanted. The surgeon noted he gently coiled the lead, leaving the repaired area straight. The entire cavity was filled with a combination of bacitracin and oxacillin powder, and the wound was then closed. The surgeon covered the wound with sterile dressing after the wound was closed. The surgeon noted there were no complications during surgery. It was later reported by the surgeon's nurse the wound began to open up a little starting in (B)(6) 2015, after the vns revision which occurred in (B)(6) of 2014. Additionally, the patient came for a visit on (B)(6) 2015 due to a stitch abscess. During the office visit in (B)(6), the patient was given silverdine cream and told to keep an eye on the wound. In (B)(6) 2015, the patient was admitted to the hospital due to continued drainage. The patient returned to the clinic again on (B)(6) 2015, due to increased drainage. A review of the DHR for the generator confirmed sterilization prior to distribution. The only system diagnostic information available were results observed in (B)(6) 2015 showing 2268 ohms, which is within normal limits.